Event description:
Nidek inc. Received a complaint from a customer on (B)(6) 2014 through us distributor (B)(4). Rt-5100 near point rod fell down and hit optometrist in her eye area on (B)(6) 2014. The optometrist visited emergency room for medical evaluation and treatment to her eye and was evaluated by her physician. The required medical treatment is unknown. Optometrist was able to return to work that same day. She required no further treatment. Specific information regarding the individual that was injured is not being disclosed to (B)(4). Since the information received indicates a potential risk of serious injury, nidek inc. And nidek co., ltd. (B)(4) determined to submit each MDR.